Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "black liquid came out of the device" was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: exera identification chip had scope communication (error code e216) and after alteration it was okay, big leak from the instrument channel; distal end cover insulation had a crack; insertion/tube insulation recommended to be checked; image evis had scope communication (error code e216) and after alteration it was okay; endoscopic position detecting unit had (error code e216) and after alteration it was okay; switch camera had (error code e216) and after alteration it was okay; forceps passage had a leak in the channel / small black drainage when purging; angulation is recommended to be reviewed; control knob movement is recommended to be reviewed; objective lens was peeling of glue and there were small chips on the side; light guide lens had fluid inside and peeling of glue; bending section cover or distal sheath rubber had a crack; insertion tube had minor sneakiness/scratches; control body was wet and after aeration it dried; light guide tube had minor scratches; scope connector was wet and after aeration it dried and light guide prong (this is the metal portion from the distal end of the light guide tube that is attached to the light source) had fluid inside and after aeration it dried. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope, had a foreign material exiting from the air/water nozzle. The issue occurred during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.